Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump continued to drip insulin after letting go of the button during the prime and empties the reservoir. The blood glucose reading was 100 mg/dl. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No prime/fill anomaly or motor error alarm was noted during testing. The drive/motor was inspected and no drive/motor anomaly or rewind anomaly was noted. The pump was programmed with a bolus and was monitored. The bolus was delivered and was properly recorded in the bolus history screen. No history anomaly was noted. The alarm history functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.